Event description:
It was reported that after inflation of a pta balloon in an upper arm a-v fistula, the balloon could not be deflated. A needle was inserted through the skin to withdraw the contrast from the balloon, and the balloon was then able to be retracted through the introducer sheath without further incident. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.